Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and customer compliant was not verified. Door opened and closed with no issue. System logs were pulled and reviewed. Performed system checkout, device returned to site. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4)., serial/lot #: -, ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry door did not open (door stuck closed). Door had to be manually crank door open. After this, the door responded as expected. There was no patient involvement.